Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector stuck, ¿adjust/check belt¿ messages) was confirmed due to the electrode belt's knit line being damaged, causing the trunk cable connector to not plug into the monitor. The electrode belt was unable to pass detect and treat testing. The root cause for the damaged knit line on the connector was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector was stuck and was experiencing "adjust/check belt" messages.